Event description:
It was reported that the left ventricular (lv) lead dislodged. Attempts were to reposition the lead, however the lead was unable to be repositioned. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found.